Event description:
The customer received questionable ion selective electrode (ise) potassium and creatinine jaffe generation 2 results on the cobas c501 analyzer serial number (B)(4) for one patient sample that was aliquoted by the modular preanalytic (mpa). The initial potassium result was 7.47 (7.5) mmol/l with a data flag and the initial creatinine result was 5.67 (5.7) mg/dl with a data flag. These results were reported outside the laboratory. A second sample was received for the patient and tested on cobas c501 analyzer serial number (B)(4). The potassium result was 3.39 (3.4) mmol/l and the creatinine result was 0.74 mg/dl. After receiving these results, the doctor called the laboratory about the difference in the result. The laboratory repeated the original sample cobas c501 analyzer serial number (B)(4) and the potassium result was 3.52 (3.5)mmol/l and the creatinine result was 0.76 mg/dl. The laboratory repeated the original sample cobas c501 analyzer serial number (B)(4) and the potassium result was 3.55 mmol/l and the creatinine result was 0.83 mg/dl. The repeat results from cobas c501 analyzer serial number (B)(4) were believed to be correct. The patient was not adversely affected. The potassium electrode lot number and expiration date could not be provided. The creatinine reagent lot number was 66897101 with an expiration date of 06/30/2014. The customer stated the sample may have been pipetted into a sample cup that had been previously used and then never removed from the rack. The field service representative determined the aliquot head was misadjusted and was hitting the side of the primary sample tube. He readjusted the aliquot head and performed leakage test. He observed the system while in operation and also verified leak test. All were ok and within the specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.